Event description:
It was reported, the trial procedure was abandoned because, the physician was unable to enter the epidural space.

Manufacturer narrative:
Evaluation: results: the complaint could not be confirmed through product testing alone; therefore, no checklist was initiated per 56-0258. There is no alleged failure to meet specification. The products were returned without any visible anomalies or damage. No defects were identified that would contribute to the reported issue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.